Manufacturer narrative:
The device was not returned for evaluation. However, the photographs were reviewed and revealed that the device is fractured. The clinical/medical investigation concluded that, the x-rays support the complaint of a proximal nail fracture at the lag/compression screw hole with non-union of the femoral fracture as well there is callus formation on the bone to indicate the attempt to heal. The photos of explants show the im nail fracture at the proximal femoral/lag screw hole. The trigen intertan nail system instructions for use notes that the implants are not replacements for skeletal structures, patients should have auxiliary support if they are pre-disposed to delayed healing or non-union, and weight bearing on bones that have failed to heal or healed partially or improperly can cause stress and fatigue in metallic surgical implants with consequent breakage or failure of the implants. The patient¿s pre-existing comorbidities (including being a cancer patient and receiving treatment)/pre-disposition to delayed healing/non-union and weightbearing activity likely contributed to the reported non-union with implant fracture and severe pain. A review of the production order did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history for the part number over the past 12 months and for the batch number based on historical data of the device did not reveal similar events for the listed device. A review of the instructions for use documents for trigen¿ intertan¿ nail system revealed in preoperative revealed that the following factors should be considered: a patient¿s size, strength, skeletal characteristics, skeletal health, and general health. Overweight or musculoskeletal deficient or unhealthy patients may create greater loads on implants that may lead to breakage or other failure of the implants and whether a patient has a degenerative or progressive disease that delays or prevents healing and consequently decreases the effective life of the implant. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this product and event. According with inspection drawing the final inspection includes the verification of part configuration per print. Also, per material specification, the quality and manufacture of standard grade titanium-6 aluminum-4 vanadium alloy shall be controlled. At this time, we have no evidence to conclude that the product failed to meet any specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Manufacturer narrative:
Internal complaint reference:(B)(4). This complaint was opened by smith+nephew to document a product problem associated with a smith+nephew device. The reported problem relates to known inherent device and/or procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are conservatively submitting this report in accordance with applicable regulations. If additional information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Event description:
It was reported that, after an internal fixation surgery performed on (B)(6) 2023, the patient returned to the surgeon between (B)(6) 2025 complaining of severe right hip pain, without any history of new trauma. Further investigation, including x-rays, revealed a failure of the intertan 11.5mm x 38cm 130d rt implant, with a proximal break and non-union of the fracture. The surgeon requested a removal of the nail and re-fixation of the right proximal femur non-union, either using a proximal femur plate or a richards classic chs. The revision surgery was scheduled for (B)(6) 2025. The patient's current health status is unknown.